Event description:
Healthcare professional reported left side intracapsular rupture with a liner enhancement along the posterior aspect of implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
E1. Zip code continued: (B)(6). Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as unidentified (tear) opening (shell thickness within specification). Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d9, h3, h6.

Event description:
Healthcare professional reported unknown side rupture. Healthcare professional later reported left side intracapsular rupture with a liner enhancement along the posterior aspect of implant. Patient additionally reported "stress" related to the ruptured implant. The device has been explanted.

Event description:
Physician reported left side intracapsular rupture with a liner enhancement along the posterior aspect of implant. Patient reported additional "stress" related to the ruptured implant. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety - product/ procedure: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, corrected and/or changed data: b.5, d.6b, g.2, h.6.